Manufacturer narrative:
It was reported the patient presented emergently on (B)(6) 2020 with a ruptured aneurysm. It was reported intervention was performed where the graft was partially explanted. No further relevant information was provided at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the patient appeared to be recovering after the procedure. It was said the endoleak type seemed to have changed from a type ii to a type ia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the endoleak began as a type ii which caused the aneurysm to expand leading to migration of the device and a type ia endoleak. It was reported the graft was explanted up as far as the first stent of the main body and the artificial blood vessel was anastomosed. No additional sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause and source of the reported endoleak could not be determined from the films provided. Pre-implant CT¿s were not available for review, and a thorough assessment of the patient¿s anatomy could not be performed. A pre-implant sizing drawing revealed that the patient had a proximal neck diameter that ranged from 23 ¿ 21 ¿ 25 mm along the 13mm neck length. CT¿s returned from 30 months post-implant confirmed contrast outside the stent graft within the posterior sac. Several posterior lumbar arteries were seen potentially feeding the sac; the primary endoleak source appeared most likely to be from a type ii endoleak near the level of the flow divider. A smaller amount of contrast was also seen near the top of the sac along the posterior aortic wall, indicating an additional potential proximal type I endoleak. The cause of a possible type ia endoeak could not be determined. There appeared to be good proximal stent graft radial apposition and the aortic body was straight. It is possible that the short proximal neck may have contributed. Angiographic films, which likely would have helped determine the source of the endoleak, were not available for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etbf3220c145ej, sn (B)(4), expiration date: 2015-03-15, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and cuff were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aortic neck and vessel morphology at the time of implant are unknown. It was noted that the left contralateral limb was another manufacturer's device. It was reported that a follow-up CT was performed which confirmed a type ii endoleak of both inflow and outflow at the lumbar artery. The neck length was not long (10 mm currently). The endoleak could have been type ia endoleak. Currently, the aneurysm is 64 mm in diameter, the aortic neck had no angulation and there is little vessel tortuousity. Per the physician the cause of the event is unknown. The physician could not determine if this was a type ii or a type ia. The patient has not and will not receive intervention. No clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.